Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized with diabetic ketoacidosis. The customer was admitted on (B)(6)2017. The customer's blood glucose level at the time of the hospitalization was 448 mg/dl. The customer was treated with insulin drip. The customer was still in the intensive care unit. The customer's current blood glucose level was 374 mg/dl. Troubleshooting for the insulin pump was performed. The insulin pump passed the high-pressure test. The device will not be returned for analysis.